Event description:
On (B)(6) 2010, the patient underwent an emergent endovascular procedure using a gore® tag® thoracic endoprosthesis (tgt3420/7160089) to repair rupture of a thoracic aortic aneurysm with hemoptysis. No adverse event was reported during the procedure. On (B)(6) 2010, a distal type I endoleak was confirmed. Fresh frozen plasma and anthrobin were used. On (B)(6) 2010, the patient developed prerenal failure. The cause of the prerenal failure was reportedly that the patient's blood pressure was controlled low. The physician started blood pressure control for the treatment. On (B)(6) 2010, the patient's blood pressure suddenly dropped. It was confirmed that the thoracic aortic aneurysm re-ruptured and the patient went into hemorrhagic shock. The patient also developed disseminated intravascular coagulation (dic) later on the same day, and severely poor peripheral blood circulation was observed. On (B)(6) 2010, the patient expired due to multiple organ failure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.